Event description:
It was reported that pump repeatedly declared altitude alarms. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed with a correction injection using multiple daily injections and did not require third party assistance. Reportedly, the customer will continue to use current pump, relying on mobile app to interact/bolus with pump to ensure insulin delivery.